Event description:
The device became inoperable, while on a pt, with error codes kb0024 and xb0074. There was no pt harm or change in therapy as a result of the malfunction. Customer support engineer (cse) inspected the device, verified the error codes, and replaced the air psol. The unit then passed extended self testing.